Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient admitted to the hospital for heart failure. A pulse generator check was performed due to potential onset of atrial fibrillation. Upon interrogation of the pulse generator, it was discovered that the atrial lead exhibited loss of capture at high output. The device was reprogrammed to accommodate for the loss of capture. The patient was not symptomatic during the device check and after the changes were made.